Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es station was not turn on. The customer stated that had to reboot the station multiple times before they could recover it. This was causing a significant delay in dispensing medications. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that all cubie pockets in drawer 1.1 was not on bus. A field service engineer reseated cubie pockets and retractor band cable to resolve this issue. Preventative maintenance has performed. The system functioned as intended after field service engineer troubleshoot the device.